Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding(vaginal)') in a (B)(6) year-old female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included abdominal tenderness since (B)(6) 2016, diarrhea since (B)(6) 2016, constipation since (B)(6) 2016, neck pain since (B)(6) 2016, bowel movement irregularity since (B)(6) 2016, urine output decreased since (B)(6) 2016, migraine since (B)(6) 2016, nausea since (B)(6) 2016, chest pain since (B)(6) 2016, headache since (B)(6) 2016, blurred vision since (B)(6) 2016, shortness of breath since (B)(6) 2016, cyst ovary since (B)(6) 2016 and lymphadenopathy. Concomitant products included ibuprofen (advil). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe persistent pelvic pain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibroid detached"). The patient was treated with surgery (ablation and d and c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, back pain and abdominal pain had not resolved and the migraine, headache, dyspareunia, depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:normal uterine cavity with bilateral ostia appearing to be normal. Four coils bilaterally noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : case was upgraded to incident. Reporter information & new event 'fibroids" were added. Ablation and d and c was added as treatment to bleeding. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding(vaginal)') in a 24-year-old female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included abdominal tenderness since (B)(6) 2016, diarrhea since (B)(6) 2016, constipation since (B)(6) 2016, neck pain since (B)(6) 2016, bowel movement irregularity since (B)(6) 2016, urine output decreased since (B)(6) 2016, migraine since (B)(6) 2016, nausea since (B)(6) 2016, chest pain since (B)(6) 2016, headache since (B)(6) 2016, blurred vision since (B)(6) 2016, shortness of breath since (B)(6) 2016, cyst ovary since (B)(6) 2016 and lymphadenopathy. Concomitant products included ibuprofen (advel). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe persistent pelvic pain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain"), rash ("I got his rash in september"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("fibroid detached"). The patient was treated with surgery (ablation and d and c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, back pain and abdominal pain had not resolved, the migraine, headache, dyspareunia, depression, anxiety, uterine leiomyoma, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the rash had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details:normal uterine cavity with bilateral ostia appearing to be normal. Four coils bilaterally noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added new event bladder problem , urinary problem , bladder infection ,vaginal infection , vaginal discharge. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding(vaginal)') in a 24-year-old female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included abdominal tenderness since (B)(6) 2016, diarrhea since (B)(6) 2016, constipation since (B)(6) 2016, neck pain since (B)(6) 2016, bowel movement irregularity since (B)(6) 2016, urine output decreased since (B)(6) 2016, migraine since (B)(6) 2016, nausea since (B)(6) 2016, chest pain since (B)(6) 2016, headache since (B)(6) 2016, blurred vision since (B)(6) 2016, shortness of breath since (B)(6) 2016, cyst ovary since (B)(6) 2016 and lymphadenopathy. Concomitant products included ibuprofen (advil). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe persistent pelvic pain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain") and rash ("I got his rash in september") and was found to have uterine leiomyoma ("fibroid detached"). The patient was treated with surgery (ablation and d and c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, back pain and abdominal pain had not resolved, the migraine, headache, dyspareunia, depression, anxiety and uterine leiomyoma outcome was unknown and the rash had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:normal uterine cavity with bilateral ostia appearing to be normal. Four coils bilaterally noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : new reporter was added, event rash was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.